Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: transvenous retrograde reposition of an atrial lead pace - pacing and clinical electrophysiology. 2019; 42(11):1493-1495. 10.1111/pace.13761. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding an atrial lead. The authors discussed a case where one day post implant the atrial lead dislodged from the right atrial appendage into the superior vena cava. The lead was re-positioned and the following day it dislodged and was seen again in the svc. It was decided to re-position the lead via a femoral route, which was successful. The lead remains in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.